Event description:
It was reported that the procedure was to treat an anterior tibial artery. An unknown guide wire was placed and a 3.0 x 28 mm vision was advanced when it was noted under angiography the guide wire had moved out of the artery. Lesion access with the guide wire could not be achieved again so the devices were being removed when the stent implant caught at the access site and could not be removed. The stent dislodged at this time. A cutdown was performed to retrieve the device, including the dislodged stent implant. The proximal shaft separated when it was being removed during the cutdown. There was a clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement and shaft separation were confirmed. The difficulty removing the device could not be tested due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for difficult to remove, stent dislodgement or shaft separation reported from this lot. It should be noted that the multi-link vision rx coronary stent systems instructions for use (IFU) states that the coronary stent systems are indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo or restenotic native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency.